Manufacturer narrative:
On 23-jul-2021, the product investigation was completed. It was reported that an unknown patient underwent an ischemic ventricular tachycardia (vt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. It was reported that in the middle of the procedure, the carto 3 system software application crashed, and then took them back to the carto 3 home screen. The reporter re-loaded the software application and then continued the same study, and the issue had resolved. The procedure continued. The caller also reported that after removing the vizigo sheath from the body it was noticed that the most proximal electrode appeared to be "bent," and the tip seems like it had "peeled back" a little bit. The caller reported that the procedure had already completed, so no replacement vizigo sheath was necessary. The electrode damage is not MDR-reportable. The sharp edges is MDR-reportable. Device evaluation details: according to pictures provided by customer, electrode appears damaged. The actual complaint device was returned to biosense webster for evaluation. Bwi conducted a visual inspection and outer diameter measurement of the returned catheter. Visual analysis of the returned sample revealed the tip bent and it was found the electrode #4 lifted. However, no internal part exposed were observed. The outer diameter of the electrode damaged didn't pass the test. The dilator was introduced in the vizigo and no resistance was felt. At this time is not possible to determine the root cause of this condition, however based on the information provided, the condition reported have origin during the procedure. The procedure was completed without patient's consequence. A device history record review was performed for the finished device 00001517 number, and no internal action related to the complaint was found during the review. It should be noted that product failure is multifactorial. According to the odp (optimal performance guide), there are some precautions on the use of the vizigo sheath: inspect all components before use. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Per internal review after the device was received, the following medical device problem codes were added to section h6: device-device incompatibility, material too soft/flexible, material protrusion / extrusion. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an ischemic ventricular tachycardia (vt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. It was reported that in the middle of the procedure, the carto 3 system software application crashed, and then took them back to the carto 3 home screen. The reporter re-loaded the software application and then continued the same study, and the issue had resolved. The procedure continued. The caller also reported that after removing the vizigo sheath from the body it was noticed that the most proximal electrode appeared to be "bent," and the tip seems like it had "peeled back" a little bit. The caller reported that the procedure had already completed, so no replacement vizigo sheath was necessary. The electrode damage is not MDR-reportable. The sharp edges is MDR-reportable.